Manufacturer narrative:
Initial reporter addr 1: (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked blood from the needle adapter. No serious injury or medical intervention.